Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump received with operating currents within specification. Insulin pump was monitored and no blank display anomalies or weak battery alarms were noted. No damage on the connectors lcd isolation tape noted. Insulin pump received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners, battery tube threads, minor scratches on display window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. Customer stated took out the battery out to check if buttons would be working but gave weak battery. Customer stated put in new battery and screen went blank and gave button error. Customer's blood glucose was 156 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.